Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was seen involving this device. It was noted that in (B)(6) 2020 the battery showed 58% remaining while in (B)(6) 2020 the battery showed 15% remaining. Engineering analysis of the device data noted that the device need to be replaced due to excessive power consumption. The device should have enough capacity to support therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was seen involving this device. It was noted that in september 2020 the battery showed 58% remaining while in october 2020 the battery showed 15% remaining. Engineering analysis of the device data noted that the device need to be replaced due to excessive power consumption. The device should have enough capacity to support therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that premature battery depletion was seen involving this device. It was noted that in september 2020 the battery showed 58% remaining while in october 2020 the battery showed 15% remaining. Engineering analysis of the device data noted that the device need to be replaced due to excessive power consumption. The device should have enough capacity to support therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.